Event description:
The customer reported that during the procedure, there was a 1st degree burn on left forearm, 1- 2 inches long which was treated with bacitracin. After the initial incision was made, the surgeon picked up the pencil and told the staff it was not working properly. The staff noticed that when the surgeon pushed coag, the cut light on the generator lit up. A new pencil was being placed on the filed when the surgeon set down the first pencil on the pt's arm. No one in the room was aware that the pencil was hot and this resulted in the first degree burn. The second pencil was used to complete the case without issue. At the end of the case, the first pencil, which had malfunctioned, was tested. The cut function lit up without anyone pressing the rocker switch when the pencil was plugged in.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.